Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to load multiple cartridges due to an unspecified cartridge error. The customer changed multiple cartridges to resolve the issue. Customer's blood glucose level was 260-280 mg/dl